Event description:
It was reported that using a femoral artery access approach during a procedure of the femoral/popliteal artery the armada balloon dilatation catheter (bdc) was inflated once at nominal 8 atmosphere (atm) but failed to deflate. It was noted that an additional 20 minutes of fluoroscopy was needed and a guide wire was attempted to be used for balloon rupture but was unsuccessful. The bdc was forcibly withdrawn while inflated though the sheath without adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation difficulty was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.